Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in torino, italy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. The customer required deep disinfection to solve the reported contamination. There was no patient injury.

Manufacturer narrative:
H10: through follow-up communication with the customer, livanova learned that the device is cleaned regularly as per the instructions for use and it is placed inside the operating theater during use with the fan directed opposite to the patient at an estimated distance of two (2) meters from the surgery field. In addition, it was confirmed that re-usable blankets are not used, the h2o2 level is checked daily as per device instruction for use and the device is stored drained when unused. Moreover, a disposable pall-aquasafe water filter with an 0.2 m membrane or equivalent performance filter is used for tap water. Prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected as per device instructions for use. Finally, h2o2 is regularly added when water in the tanks is changed (each seven days). No evident or systematic deviation from device instructions for use could be identified in this specific case. However, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.